Event description:
Note: this report pertains to one of two devices used in the same patient. Refer to manufacturer reports # 3005099803-2024-00641 and 3005099803-2024-00642 for the associated device information. It was reported to boston scientific corporation that a flexima plus biliary stent was implanted to treat common bile duct stone during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. On an unknown date following the procedure on (B)(6) 2024, the patient data did not improve, and upon checking the stent had migrated into the duodenum (the subject of this report). There is no information regarding when the stent migrated and how the stent was removed from the patient. On (B)(6) 2024, a second ercp procedure was performed to implant another flexima biliary stent (the subject of MFR. Report # 3005099803-2024-00642); however, it was found that the stent had also migrated after placement. There is no information regarding when the stent migrated and how the stent was removed from the patient. On (B)(6) 2024, a third ercp procedure was performed, and a third flexima biliary stent was implanted successfully, and no patient complications were reported.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2202 is being used to capture the additional endoscopic procedure.